Event description:
Pump replaced for end of life of pump. End of life expectancy, synchromed pump 8737-20.what was the original intended procedure?manage spasticity.device #1is this a laboratory device or laboratory test?no.